Manufacturer narrative:
The unit was received with damage on display window cover, minor scratched lcd window, scratched keypad overlay, faded serial number label, missing retainer and missing o-ring at reservoir tube. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring and o-rings were missing from the customer's reservoir compartment. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.